Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. Reportedly, loss of prime alerts persisted with cartridges from multiple boxes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The insulin pump and cartridge have been returned and evaluated by product analysis on 03/04/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found no cosmetic damages. Review of black box data found loss of prime occurrences. On investigation, the pump powered up properly. A rewind/load/prime sequence and a 24 hour pump exercise were executed without any incidents. The investigation confirmed but was unable to duplicate the reported prime issue. The force sensor calibration reading was high out of specifications. The pump casing was opened to further examine the force senor, no defects were found with the force sensor circuit and the resistance reading was within specifications.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.